Event description:
The user experienced a high creatinine result for one patient sample that repeated much lower. The initial result was 3.39 mg/dl and was questioned because the patient's previous creatinine result was 0.72 mg/dl which caused a delta check in their system. The user repeated the same sample on the same analyzer with a result of 0.71 mg/dl and on the c501 analyzer with a result of 0.70 mg/dl. The discrepant result was not released. The creatinine r1 reagent lot number was 62050301 and the r2 reagent lot number was 61884401. The field service representative determined there was a problem with the gear pump and replaced it. To verify the analyzer operation, he performed precision testing with no issues.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.